Event description:
It was reported that approximately seventeen months post stenting procedure in the distal right coronary artery with one 2.5 x 15 xience v stent, the patient experienced chest pain. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the target lesion. On (B)(6) 2010, the patient returned to the catheterization lab for another intervention and while in the catheterization lab, experienced worsening chest pain and became hemodynamically compromised. An intra-aortic balloon pump was placed. On (B)(6) 2010, the patient experienced worsening chest pain and underwent percutaneous coronary intervention in the target lesion on (B)(6) 2010. On (B)(6) 2010, the patient experienced increased chest pain with ECG changes and elevated cardiac enzymes which was diagnosed as a non q-wave myocardial infarction. On (B)(6) 2010, the patient underwent percutaneous coronary intervention in a non-target vessel. The patient was placed on ventilator and vasopressor support and expired on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, myocardial infarction (mi), restenosis, hypotension, and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.